Event description:
Uhmwpe insert would not seat into the acetabular shell. This caused a delay in surgery by 15-20 min. The procedure was completed by using another insert of the same size. Patient is doing well post surgery.

Manufacturer narrative:
The device was returned for evaluation. The insert was measured for critical dimensions and was found to be in manufacturing specification. The insert was then seated in an in-house shell sample using the apical plug that was also returned with the product. The insert fully seated in the shell and locked in place. No defects were identified in the assembly of the returned device. The most probable cause for this event is due to the acetabular shell not being cleaned out properly before attempting to seat the insert. The product package instructions state that the device interfaces should be clean and free from debris prior to assembly. The complaint issue could not be duplicated.